Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the buttocks on (B)(6) 2016. The skin reaction was described as a lump that was followed by a rash after 2 days. On (B)(6) 2016, the patient's mother took the patient to a medical center early in the morning to check the lump caused by the adhesive glue present in the sensor. The patient was accepted around 10:00 am. The doctor looked into the lump and prescribed phalexin 215mg antibiotics. The patient took the prescribed dosage 2 times a day for 6 days. At the time of contact, the patient was fine. Additional event information was not provided. No product or data was returned for investigation. However, photographs of the skin reaction were provided for evaluation. The reported event of skin reaction was confirmed. A root cause could not be determined.